Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A doctor reported that the laser was unavailable after connecting the footswitch to the laser. The issue occurred before a procedure. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The customer reported that the laser section on the system became unavailable when the laser footswitch was connected. Further information indicates the reported event occurred before surgery with no patient involvement. The procedure was completed using an alternate system. The company service representative examined the system and was not able to replicate the reported event. The company service representative found system message (sm) - (communications failure with the laser submodule. Laser functions will be disabled) in the event log. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on april 16, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).